Manufacturer narrative:
Evaluation: unit did not lose power during evaluation. Complaint could not be duplicated.

Event description:
Pump reported to change modes when jolted. Follow up: nurse at facility questioned a second nurse who had dealt with this pump. The first nurse reported that the pump was being used for home chemotherapy to infuse drug continuously when it shut down without alarm. This necessitated the patient's return to the officce to get another pump and lost chemptherapy time, which was considered to not be clinically significant. The nurse had done some troubleshooting with the pump and found that it shut off after it was shaken. Neither nurse could confirm any change in mode.